Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a 1 day post implant check. Upon interrogation, the right atrial lead exhibited a loss of capture and oversensing. A chest x-ray was performed which revealed that the lead had dislodged. The lead was successfully explanted and replaced. The patient tolerated the procedure well and would continue to be monitored.